Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic procedure, the device balloon did not inflate on the first introduce of trocart. Another device was used to complete the procedure. No patient injury has been noted.